Manufacturer narrative:
The battery was discarded by the account and is not available for investigation. Device was discarded.

Event description:
It was reported the battery heated up on a quick drive mini handpiece and the device would not turn on.